Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced pain at the implantable neurostimulator site. The patient stated that the device was pressing on a bone. A device revision was performed, during which the pocket was opened and the device was repositioned to an area away from bones. There was no issue with coverage of stimulation. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.